Event description:
The physician reported that a patient was in the ICU and he wanted to turn off the patient's device. He reported that the patient was having difficulty breathing and it was unknown if the vns was the cause but the physician wanted to try to turn it off to see if that helped. No further relevant information has been received to date.